Event description:
It was reported from neuro intensive care unit that midazolam infusion ordered as 500mg/100ml to infuse at 10mg/h, but was programmed as midazolam 100mg/100ml 10mg/h., which occurred between 5/16 16:00 and 5/17 21:00. Per customer, there was no device malfunction, they just wanted to find out what the rds connection lost means on line 243 that¿s showing up on (B)(6) 2020 in the event log. Nursing identified the involved pump to be serial number (B)(6) and the pump was sequestered and interrogated. The event log did not have transactions for the date of the event, questioning if there was a server error or the pump was not in use. Customer also mentioned that the involved device will not be sent and that although there was patient involvement, there was no adverse effects caused to the patient as a result of the event. Customer also confirmed that the reported event was a user error.

Manufacturer narrative:
Further clinical review determined that this is a reportable event. The report of a medication error was not confirmed. Inspection: n/a, only the pcu event log was received for investigation. Log analysis: the pcu event log (line 243) shows ¿rds connection lost¿ at 2:56 pm on (B)(6) 2020. The event description states that there was a medication error, however, when asked for more details, the customer replied that there was no device malfunction and they just wanted to find out what the rds connection loss means on line 243 that¿s showing up on (B)(6) 2020 in the event log. ¿ line 243 of the pcu event log shows rds connection lost. ¿ ¿rds¿ stands for remote data server. ¿ the reported event date was (B)(6) 2020, however, there was no data recorded in the pcu event log for that date. ¿ the medication error that was initially reported could not be verified as additional details were not provided. The root cause of the reported medication error was not identified. Device history: review of the pcu s/n (B)(6) service history record showed that he device was manufactured on 15may2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 16jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device. No device received-log review only.

Manufacturer narrative:
Disregard file (after further review, this file is non-reportable as there was no indication of impact to the patient or adverse effects caused to the patient as a result of the event.)

Event description:
It was reported that a suspected unnamed medication error occurred regarding a timeline of a user programming the pump which occurred (B)(6) 16:00 and (B)(6) 21:00. Per customer, there was no device malfunction, they just wanted to find out what the rds connection loss means on line 243 that¿s showing up on (B)(6) 2020 in the event log. She also mentioned that the involved device will not be sent and that although there was patient involvement, there was no adverse effects caused to the patient as a result of the event. Customer also confirmed that the reported event was a user error.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a suspected unnamed medication error occurred regarding a timeline of a user programming the pump which occurred 5/16 16:00 and 5/17 21:00. Although requested, additional information was not provided.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No device received-log review only.

Event description:
It was reported that a suspected unnamed medication error occurred regarding a timeline of a user programming the pump which occurred (B)(6) 16:00 and (B)(6) 21:00. Although requested, additional information was not provided.